Event description:
Customer reports observing smoke coming from the battery compartment of the aviva sys, states the device felt hot to the touch. No adverse event reported. Requested return of suspect device and replacement was sent.